Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: during testing, no activity related to reported event was found in the pump history. The pump powered on with a recurring replace battery alarm. A visual inspection of the pump showed the battery compartment was cracked with corrosion in the compartment. Leak testing confirmed a battery compartment leak. The pump was opened and evidence of moisture damage was found on the printed circuit board. The replace battery alarm was due to moisture damage. The pump was not able to be adequately investigated due to the battery alarm issue. Also reported on animas medwatch report number 2531779-2019-05475. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed a recurring replace battery alarm that would not clear. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09-jul-2019.